Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis after a percutaneous coronary intervention (pci) case, however the visual indicator window turned black/black shortly after it was connected to a cordis short sheath introducer (si). The indicator did not change color even though the physician tried to reposition the unit and move it around. Therefore, it was removed from the patient and hemostasis was achieved by manual pressure. The patient stated that the site of the puncture was swollen after s/he went to the hospital room, and the patient received a diagnosis of a false aneurysm. The patient had surgery and hemostasis was achieved. The patient is getting better and progressing satisfactorily after the operation. The physician questioned the false aneurysm had occurred as the blood vessel at the puncture site may have been hurt due to the indicator wire after repositioning the unit and moving it around. Additional procedural details were requested but are unknown. One non-sterile 6f exoseal vcd was received for analysis inside a plastic bag. The unit was received fully inserted into a cordis sheath introducer (csi). Per visual analysis, the deployment lever was not depressed, and the plug was attached to the device. The indicator window was received on black/white position, the guard was found depressed and the indicator wire deployed. Also, blood residues were observed in the delivery shaft and on the handle of unit. Functional analysis was performed. The indication system was verified to perform correctly; black-on-black was obtained by pulling the indicator wire as directed and then white with red was achieved in the graphic also by pulling of the wire as directed. Per microscopic analysis, the indicator graphic was verified for air bubbles under the graphic and no anomalies were found. A device history record (DHR) review of lot 17814811 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. One non-sterile cordis catheter sheath introducer f6 was received for analysis inside a plastic bag. The unit was received fully inserted into a 6f exoseal vcd. Per visual analysis, blood residues were observed on the cannula and on the side port tubing. No other anomalies were observed. A flushing test was successfully performed on the received unit. Neither resistance nor obstruction was experienced during the procedure. As the sterile lot number was not available, DHR review could not be performed. The complaints reported by the customer as ¿indicator window - incorrect indication¿ and ¿pseudoaneurysm¿ were not confirmed. Visual, microscopic, and functional analysis were successfully performed to the exoseal unit. The indication system was verified to perform correctly. Visual and functional analysis were performed successfully on the cordis csi. The cause of the failure reported by the customer could not be determined during the analysis. The instructions for use (IFU) instructs to not use the exoseal vcd if the device appears damaged or defective in any way. The IFU also provides information in which users are instructed that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis, as was done in this case. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Adequate sheath removal technique and patient's compliance to decrease mobility of the limb affected in order to promote coagulation are root causes of pseudoaneurysm and hematoma formation. There may have been multiple punctures made to the femoral artery while attempting to access it with a sheath, which may result in blood slowly oozing into the adipose tissue unnoticed until a hematoma develops. Neither the device history record (DHR) reviews nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This case is related to report number 9616099-2019-02849.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for hemostasis after a percutaneous coronary intervention (pci) case, however the visual indicator window turned black/black shortly after it was connected to a 6f brite tip short sheath introducer (si). The indicator did not change color even though the physician tried to reposition the unit and move it around. Therefore, it was removed from the patient and hemostasis was achieved by manual pressure. The patient stated that the site of the puncture was swollen after s/he went to the hospital room, and the patient received a diagnosis of a false aneurysm. The patient had surgery and hemostasis was achieved. The patient is getting better and progressing satisfactorily after the operation. The physician questioned the false aneurysm had occurred as the blood vessel at the puncture site may have been hurt due to the indicator wire after repositioning the unit and moving it around.